Event description:
The manufacturer received information alleging ventilation service required error would occur after passing the initial testing on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that three ventilation service error code, oxygen blending module (obm) accuracy urgent (e-0344), were observed on the device's error log. The manufacturer's service technician further evaluated the device and determined the obm printed circuit assembly (pca) had caused the error code to occur on the device. The manufacturer's service technician performed the verification testing, and the primary and secondary audible alarm test steps had failed on the device. The manufacturer's service technician reviewed the device error log again, and error codes, speaker 1 failure (e-0106) and speaker 2 failure (e-0107), were observed in the device error log. The manufacturer's service technician continued to evaluate the device and determined the speaker assembly had failed causing the primary and secondary audible test steps to fail and error codes to occur in the device's error log for this device. In addition, the manufacturer's service technician found that the dp purge valves test had failed on the device. The manufacturer's service technician evaluated the device again and determined the front panel/keypad led pca had caused the test case to fail on the device. In conclusion, the device's obm pca, speaker assembly, and front panel/keypad led pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the 200/202/o2 flow sensor, 200/202/o2 tubing, 200/202/o2 sensor board kit, temperature sensor o-ring kit, low flow o2 tubing, porting block adapter kit were replaced for contamination unrelated to the reportable issue. The enclosure cases (base, front, and rear), o2 and 202 filter duct assembly, enclosure seal, and exhalation port block universal were replaced for physical damage unrelated to the reportable issue. The pollen filter and sd card/case were replaced for preventative maintenance unrelated to the reportable issue. The rubber feet, power cord, power cord clamp, and o2/202 plastic thread cap were replaced due to missing on the device and unrelated to the reportable issue.